Event description:
It was reported that the patient mentioned that her first device gradually started to move in her body about 3 years after implant ( patient does not remember actual timeframe) and started to poke out and she started to catch the ins (stimulator) on objects so hcp (healthcare provider) replaced in 2011. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# j0546589v, implanted: (B)(6) 2005, product type lead; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005; product type extension. (B)(4).